Event description:
It was reported that the patient experienced fluctuating glucose levels over approximately one day while using the ilet system, with continuous glucose monitor readings that intermittently failed to display values and appeared inaccurate compared to a fingerstick result; the patient calibrated the sensor by manually entering the fingerstick value and received education and troubleshooting on managing low and high glucose. Symptoms included thirst associated with hyperglycemia and, during hypoglycemia under 40 mg/dl, shakiness and rapid heartbeat. Outcomes included episodes of low and high glucose without hospitalization. Investigation included review of device use, sensor performance, and user-reported data, along with coaching on treatment using oral glucose. Investigation of this case revealed inaccurate cgm readings with intermittent signal gaps that contributed to inappropriate glucose trend interpretation, while the ilet pump function was not demonstrated to be defective. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.